Event description:
The pt stated that 4 infusion sets out of his current box have been leaky where the cannula connects to the headset. He stated that he becomes aware of the leaks when he boluses and his shirt becomes wet with insulin. He stated he will then change his infusion set. He has not experienced any physiological effects as a result. The pt did not require assistance from a healthcare professional or second party to address the issue. The pt has discarded all of the leaky infusion sets. He stated he will return one unused infusion set for evaluation.